Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in vietnam, it was a case of a 23mm sapien 3 valve implanted in the aortic position by right transfemoral approach. During the procedure, there was difficulty crossing the native valve with the delivery system due to heavy calcification of the anatomy. Consequently, an intra-procedural guidewire perforation occurred resulting in tamponade. The valve was implanted as planned, and the patient was emergently converted to open surgical repair. Postoperatively, the patient became hemodynamically unstable and expired despite intensive care management. As per information provided, the root cause of the event is related to intra-procedural guidewire perforation during valve crossing.

Manufacturer narrative:
Updated section h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. 3mensio was evaluated and the following was observed: calcification (yellow arrows) and sharp bend (red box) were present from the descending aorta to aortic arch regions. The aortic root demonstrated an angle of 54 degrees. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for difficulty to cross native annulus was confirmed empirically as reported event resembled an issue previously investigated and documented in an engineering summary. Available information suggests patient factors (calcification and tortuosity) likely contributed to the event as 3mensio revealed the presence of calcified aortic arch and sharp bend from the descending aorta to the aortic arch. In this case, patient factors (i.e. Calcification, tortuosity) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.